Manufacturer narrative:
(B)(4).

Event description:
Procedure: wedge resection. According to the reporter: when a nurse tried to set the egia45amt on the endo gia ultra device two part came off. It was not used on patient. One of them dropped on the instrument table; however, another could not be discovered. By x-ray imaging nothing left was confirmed inside of the patient. The surgeon subsequently found the parts that were disengaged from the reload. It is unknown if those parts had been already disengaged when the package was opened. Note: those disengaged parts seemed to be similar with those of the screw around the articulation part of sulu. Operating time extended: less than 30 min. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding. The customer did not know if reinforcement material was used.(such as egiaushort, egiaustnd, egiauxl)?

Manufacturer narrative:
(B)(4).